Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 113 unopened racepacks. Analysis and results: there is one previous complaint of this code batch (from the same end customer), (B)(4) units were manufactured and distributed in the market. There are no units in stock. Diameter result conducted on several closed samples received has values that correspond to a usp 5/0 size instead of usp 4/0 size, as the product description. Root cause is still under investigation. A CAPA (corrective and preventive actions) has been opened in order to determine root cause and actions. Final conclusion: taking into account that the results of several samples received do not fulfil the OEM specifications, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: recall of the involved code batch from the market. Corrective/preventive actions: ak201168764.

Event description:
Country of complaint: germany. The surgeon states the diameter of the 4/0 thread, seems to be more like the diameter of the 5/0 thread.